Event description:
It was reported a patient's right ventricular (rv) lead presented with high pacing impedance and high capture thresholds. An x-ray was performed, and no anomalies were noted. No changes were reported. The patient was stable.